Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the clv-s190 confirmed the followings; as a result of inspecting the otv-s190 and clv-s190 sent by the user in combination with the olympus asset oev-262h, the error (e207) was reproduced. A failure of the spare lamp was confirmed, and it was confirmed that this failure was the cause of the error (e207). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the failure of the spare lamp happened by accident. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the spare lamp ignited when the user turned on the device. Reportedly, the examination lamp also ignited. Then, the indicator of the spare lamp on the front panel blinked and the error (e207) was displayed on the monitor. These events were found during preparation for use. The procedure was completed without replacing the device. There was no report of patient injury associated with this event.